Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result on a pt. I-stat testing results (ng/ml): on (B)(6) 2011 13:15 initial collection. On (B)(6) 2011 13:23 initial testing with result of 0.07. On (B)(6) 2011 15:00 90 minute collection. On (B)(6) 2011 15:14 90 minute testing with result of 0.01. No repeat testing performed on the I-stat. No lab ctni test performed. The suspected discrepant results were released to a physician or caregiver. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). MFR report# 2245578-2011-00217 through 2245578-2011-00222, 2245578-2011-00228, 2245578-2011-00243 through 2245578-2011-00259 and 2245578-2011-00279 through 2245578-2011-00284 are from a single user site. (B)(4). Details will be provided with the action that will be conducted in cooperation with the u.s. Food and drug administration.